Event description:
It was reported by the consumer that the realize band is leaking and needs to be replaced. Three attempts have been made to obtain additional information. If additonal information is obtained a 3500 supplement al report will be sent.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.